Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was not connecting to the program, and the application was not launching. The customer stated that this malfunction occurred when trying to remove the medication to a patient and there was delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database went into suspect mode and the application would not launch. A technical support specialist dropped the database, created a new copy using a chocolatey script, and resynced it to the server. The system functioned as intended after the technical support specialist repaired the device.